Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a device exhibiting a motor stall failure was confirmed during a review of the error log. However, the failure could not be replicated during testing. Based on log analysis results, error logs confirmed a motor stall failure error code 242.4030.0 occurring on (B)(6) 2020 at 8:18:05 am. A review of the device event log showed the pump module (channel a) was powered on attached at 08:16 am on (B)(6) 2020 to pcu s/n: (B)(6). At 8:17:53 am the pump was programmed with an unknown infusion at 100ml/h rate with a vtbi of 50ml and started. Approximately a minute later the pump module alarmed for the motor stall failure. Test results consisting of functional testing and pump chamber blocked/motor stall test demonstrated the pump module is within specification and operating as intended. Device inspection: an external and internal inspection of the customer¿s pump module was observed with the male iui connector contact pins slightly dull. The incident administration set was not returned for a physical inspection to identify any issues or anomalies. Root cause analysis: the root cause of the customer¿s experience with a motor stall was not determined during the investigation. Customer¿s source device was confirmed operating within specification, indicating no fault with the returned device. Device history review: review of the source pump module s/n: (B)(6) service history record showed the device had a manufacture date of 05jul2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 17nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the large volume pump was programmed for a 50ml saline flush at a rate of 100ml/hr and started, and immediately alarmed for channel error. The pump was switched out and removed from the patient room, then sent to biomed shop where it was tested and found to have had a motor stall failure. There was no patient impact. Although requested, further information was not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the large volume pump was programmed for a 50ml saline flush at a rate of 100ml/hr and started, and immediately alarmed for channel error. The pump was switched out and removed from the patient room, then sent to biomed shop where it was tested and found to have had a motor stall failure. There was no patient impact. Although requested, further information was not provided.